Manufacturer narrative:
On ise module with serial number (B)(4), the field service engineer replaced the liquid level detection but there was no improvement. He adjusted the gear pump and replaced a syringe. Based on the provided information, the investigation determined the event was consistent with system maintenance and an unknown sample pre-analytical issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na, k, and cl results for 37 patients tested on two cobas 8000 cobas ise modules. The serial numbers for the ise modules were (B)(4). The initial ise results were not reported outside the laboratory. The customer performed repeat testing with the samples. Below are 5 examples of questionable ise results: on (B)(6) 2021, sample identifier (B)(6) was only tested on ise module (B)(4). The patient's initial na result was 131 mmol/l. The patient's repeat na results were 138 mmol/l and 138 mmol/l. On (B)(6) 2021, sample identifier (B)(6) was initially tested on ise module (B)(4) and had results of na 124 mmol/l and cl 83 mmol/l. The patient's first repeat results on ise module (B)(4) were na 139 mmol/l and cl 93 mmol/l. The patient's second repeat results on ise module (B)(4) were na 139 mmol/l and cl 94 mmol/l. On (B)(6) 2021, sample identifier (B)(6) was only tested on ise module (B)(4). The patient's initial na result was 154 mmol/l. The patient's repeat na results were 144 mmol/l, 143 mmol/l, and 143 mmol/l. On (B)(6) 2021, sample identifier (B)(6) was initially tested on ise module (B)(4) and had results of na 137 mmol/l and cl 106 mmol/l. The patient's first repeat results on ise module (B)(4) were na 152 mmol/l and cl 117 mmol/l. The patient's second repeat results on ise module (B)(4) were na 154 mmol/l and cl 117 mmol/l. On (B)(6) 2022, a patient's sample with an unknown sample identifier had initial results of na 113 mmol/l, k 3.4 mmol/l, and cl 81 mmol/l on ise module (B)(4). The patient's first repeat results on ise module (B)(4) were na 139 mmol/l, k 4.1 mmol/l, and cl 101 mmol/l. The patient's second repeat results on ise module 15a4-08 were na 141 mmol/l, k 4.1 mmol/l, and cl 101 mmol/l. The na, k, and cl electrode lot numbers and expiration dates were requested but not provided.